Event description:
Patient revised for polyethylene wear of liner and loose stem.

Manufacturer narrative:
The devices associated with this reported event were not returned. A complaint database search finds no other reported incidents against the stem product/lot combination since its release for distribution. The investigation has also determined that this product code is now obsolete. Product/lot information was not provided for the associated liner. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.